Event description:
The patient's wife reported the lead was replaced as it was "being faulty." No further patient complications were reported as a result of this event. Follow-up with the clinic indicates that the patient had received inappropriate shocks. Oversensing and lead malfunction were also noted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's wife reported the lead was replaced as it was "being faulty." No further patient complications were reported as a result of this event. Follow-up with the clinic indicates that the patient had received inappropriate shocks. Oversensing and lead malfunction were also noted. No further patient complications were reported as a result of this event. No conclusion can be drawn oversensing shock, inappropriate defective device.